Event description:
It was reported that a patient underwent an unknown plastic surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown plastic surgery, the suture was broken during use. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle combination in two sections and one empty foil that pertains to product code z463h were received for analysis. During visual inspection of the returned sample, marks from a surgical instrument were observed on the body of the needle. The suture was examined, the end of the suture was found to be cut and crushed, likely due to a surgical instrument. In addition, body fluids were present on the strand. The other section of the suture was examined, and the end was noted to be cut, which matches with the needle suture piece. The product code z463h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.